Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and an error message "call tech support err121" was displaying on screen. The functional test could not be performed due to the error message. The reported event of a error icon was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 02/09/2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. Data was received for evaluation. Data review did not confirm the complaint of an error icon displaying. A root cause could not be determined. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.